Manufacturer narrative:
Additional manufacturer narrative - the device was not returned to manufacturer as it remains implanted. Without receipt of the device no definitive conclusion can be drawn regarding the clinical observation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported via the implant patient registry that a 25mm bioprosthetic aortic valve was disabled after an implant duration of fifteen (15) years, three (3) months, eighteen (18) days due to severe aortic valve stenosis. A 26mm transcatheter valve was implanted in the aortic position using a valve-in-valve procedure. Both devices remain implanted. The patient was reported in good condition. There were no reported complications.